Event description:
It was reported that the cutter failed the mesh acceptance test at evaluation. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - australia multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00143 review of the most recent repair record for the cutter, serial (B)(6), determined the cutter failed the zimmer mesh test. The cutter was returned unrepaired as it is not repairable. Review of the device history record for the cutter, serial (B)(6), identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.